Event description:
It was reported that the lead was replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
All relevant clinical information has been received. No additional follow up will be initiated with the user facility.